Event description:
The customer reported the system would not come out of sleep mode and had a communication error. The system locked up and had to be rebooted for it to function. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards were reseated during the service call. The system was tested and found to be working as intended and put back into service.